Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-aug-11. It was reported that the patient was refilled on (B)(6) 2017 with an alarm date of (B)(6) 2017. It was related that the patient was told to come on (B)(6) 2017 for a refill but there was a scheduling error and the date changed to (B)(6) 2017 (two weeks after alarm date). It was indicated that the patient was hospitalized at a different facility while the pump ran dry and they filled it with dilaudid only to avoid symptoms. The patient weight at the time of the event was (B)(6) lbs. No further complications were reported.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for post-lumbar laminectomy syndrome and spinal pain. The pump contained fentanyl [800 mcg/ml] at a dose of 330 mcg/day, hydromorphone [6.6 mg/ml] at a dose of 2.72 mg/day (old drug), hydromorphone [10 mg/ml] at a dose of 3 mg/day (new drug), clonidine [250 mcg/ml] at a dose of 103.125 mcg/day, and bupivacaine [5.5 mg/ml] at a dose of 2.27 mg/day. It was reported an empty pump alarm was occurring. The hcp stated that they already filled the pump. The hcp also stated the patient was sick in the hospital. The hcp mentioned the patient had oral medications as well. The onset of the event was reported to have occurred in (B)(6) 2017. The hcp stated the low reservoir alarm date was (B)(6) 2017. The hcp did not know the specific name of the hcp who managed the pump. No further patient complications were reported.